Event description:
Same case as MDR ID# 2134265-2013-01102.it was reported that during preparation for a rotational atherectomy procedure, guide wire fracture occurred. The physician was prepping a 1.5mm rotalink pluss burr with a rotawire guide wire when the guide wire fractured outside of the patient. The procedure was completed with another of the same devices. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)